Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old caucasian female patient underwent a primary breast augmentation with a 500cc mentor memorygel breast implant and experienced a rupture and capsular contracture (baker grade 2) on the left side post-operatively, which was diagnosed during an office visit. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
On may 09, 2023, mentor received additional information regarding the patient's capsular contracture's baker grade level. It was reported that the capsular contracture's baker grade level was baker grade 3. It was also reported that the breast prosthesis was in fact not ruptured; the patient only had capsular contracture. On may 15, 2023, mentor received additional information regarding the patient's diagnosis. The patient complained that she had significant burning and pain on her breast with associated asymmetry. Mentor has updated the complaint's coding in section h6 to address the additional information. The event date has been updated to april 11, 2023. On may 29, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, local reaction, and suspected rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 30, 2023, mentor became aware of the following, and corresponding fields have been updated on this form: - date of implant under fields d6a to (B)(6) 2022 - date of explant under fields d6b have been updated to (B)(6) 2022 on june 2, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient's initials have been updated to (B)(6) under field a1. Manufacturer¿s reference number: (B)(4).